Event description:
This case was initially received via regulatory authority (food and drug adminstration, reference number: mw5088726) on 21-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('I also have back pain'), menorrhagia ('I had an ablation after essure because of heavy periods') and neuropathy peripheral ('neuropathy in my foot') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride (zyrtec), diphenhydramine hydrochloride (benadryl), fluoxetine hydrochloride (prozac), liraglutide (saxenda), melatonin and montelukast sodium (singulair). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant), diarrhoea ("chronic diarrhea") and headache ("headaches"). The patient was treated with surgery (ablation and to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, menorrhagia, neuropathy peripheral, diarrhoea and headache outcome was unknown. The reporter provided no causality assessment for back pain, diarrhoea, headache, menorrhagia and neuropathy peripheral with essure. The reporter commented: a serious injury was mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report